Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that log files were not provided for evaluation but exchanging the controller resolved the controller faults.

Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the controller was exchanged due to a system controller fault.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller fault alarm was unable to be confirmed. The heartmate 3 system controller (s/n: (B)(6)) was not returned for analysis. Per the provided information, exchanging the controller resolved the alarms and no product was returning to abbott. No log files, photos, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including controller fault alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.